Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a central line that had an infection week before last, and this week was better, and the patient kept in touch with medical doctor at the hospital as they were aware. There was an issue with pump, during cassette change last night, the pump started beeping "no disposable." The patient checked if cassette was not attached properly and tried to push down on hard surface and reset. It still did not work, and the patient switched to their back up. By the time they prepared another cassette they were probably off. Remodulin was given for 15 minutes. There were no side effects/symptoms. The suspected product was a remodulin mdv with the strength of 2.5mg/ml, dose of 50ng/kg/min, in a continuous frequency via intravenous route. There was patient involvement and there was no harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.